Event description:
It was reported that during an esophagogastrectomy procedure, the staple cartridge was removed from the gun to remove protective cartridge cover. Cartridge was reinserted into the gun. The surgeon placed device over tissue to be fired upon. Side plastic piece of cartridge fell off and into patient. Piece was removed. Cartridge was removed from gun and replaced with new cartridge. Case was completed without issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis result showed that the cartridge arrived damaged as the rear cap was detached, allowing the retainer pin to slide out of the reload. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. If the instructions are not follow the reload may became damage. No functional test was performed due to the condition of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.